Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400 to 500mg/dl and a no delivery alarm. Customer's blood glucose was 293mg/dl at the time of the call and that it is coming down. The customer treated with a syringe and changed the infusion set. Customer indicated that the issue was resolved by a complete set change. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was also advised to monitor the pump and call back if necessary.